Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing was observed on both the right atrial (ra) lead and the right ventricular (rv) lead on some stored electrogram events. It was also reported that the ra lead position check failed. Both leads remain in use. No patient complications have been reported as a result of this event.